Manufacturer narrative:
Date of submission (B)(6) 2013 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2013, with the following findings: a review of the last basal delivery was recorded on (B)(6) 2013. There was no activity outside normal use observed in the black box history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was powered on and displayed the verify screen. The ez-prime steps were successfully performed on the pump. The pump was exercised for 24 hours; no delivery interruptions occurred during the duration of the test. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, the pump display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas alleging a delivery issue with the pump. The patient reportedly experienced high blood glucose; no bg values were reported. No symptoms were indicated. It was noted that although the distributor reported an inaccurate delivery issue with the pump, the distributor indicated that the time and date were found to be correct. No issues were noted with the programming/settings of the pump. Pump history indicated that the pump delivered as programmed. No associated alarms were found or noted in pump history. The reported high bg with no values indicated does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved during troubleshooting. It was noted at the time the issue was reported, the pump was unavailable for customer support to troubleshoot.